Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that before going to bed their blood glucose was 200 mg/dl and they woke up with a high blood glucose level of 400 mg/dl and wanted to verify that the insulin pump was functioning properly. The high blood glucose was treated with a shot. The customer also stated that the insulin pump has been dropped on the floor but does not show any physical damage. Self-test was completed and passed. The customer declined troubleshooting for high readings. Customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care provider's instruction. The customer will receive a replacement insulin pump and will return the one they currently use for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, operating currents, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.